Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 380 mg/dl and went to the ER; cause was unknown. Customer addressed bg level by delivering a bolus and received an insulin and fluid drip at the ER. Customer bg level was 120 mg/dl and condition was stable upon leaving the ER.